Manufacturer narrative:
The nurse reported that the central nurse's station (cns) shut down due to a failed ups. They were advised to let their bme know of the issue. Bypassing the power from the failed ups resolved the immediate monitoring issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns and was the device that failed: ups: no model or serial number was provided.

Event description:
The nurse reported that the central nurse's station (cns) shut down due to a failed ups. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. They were advised to replace the ups to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to the malfunction / deficiency of an nk device.

Event description:
The nurse reported that the central nurse's station (cns) shut down due to a failed ups. No patient harm was reported.